Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4) (con): information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that all of a sudden they were having pain from their lower back to their toes. It started yesterday when they were sitting at a doctor¿s office for their niece. They can increase the stimulation and can feel it but it does not help the pain. The implant is for the pain in their lower back. The patient is taking pain medication and it helps for a while but then the pain comes back. During the report the patient checked the ins with their programmer which showed that the ins was on. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.